Manufacturer narrative:
(B)(4). Batch # r57j74. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lobectomy, on the second firing of the stapler, the nurse handed to stapler to the doctor with a new reload and the doctor couldn't open the jaws of the instrument. A second like instrument was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r57j74. Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.